Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a station was down and unable to pull out medication from the station without 2 nurse verification. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was the bio-ID prompting users to have a witness when logging in. A field service engineer logged into the server, checked settings, checked usb settings, and reseated the usb cable to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.